Event description:
Avanos medical inc. Received a single report that referenced three different incidents, which were associated with separate units. This is the second of three reports. Refer to 9611594-2026-00504 for the first report. Refer to 9611594-2026-00506 for the third report. The customer reported that three corflo feeding tubes were found with holes below the y-connector during use. The devices were replaced with new feeding tubes. No patient injury was reported.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. Two returned feeding tube samples were evaluated. Water infusion confirmed tubing damage (tear/hole) in both samples. Examination under magnification identified dent marks, jagged/wrinkled tubing surfaces below the y-connector, and lines/indentations on the inner tubing walls. The reported condition was confirmed. The device history record for lot 20112929 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 25 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.